Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring safety alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported to have received a motor error alarm. Unable to troubleshoot due to customer was driving. The insulin pump is not expected to return for analysis.